Event description:
It was reported that 3.5 x 18 mm implant delivery system was prepared in accordance with the instructions for use. When approximately 5 cm of the device was advanced into the guide catheter, resistance was felt. On closer inspection, the balloon appeared to be slightly inflated at the proximal and distal ends, areas not covered by the implant. The pressure gauge was checked and some negative pressure had built up for unknown reasons. The delivery system was removed with some resistance and another implant was used successfully. There was no clinically significant delay in the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty positioning through the guide catheter and partially inflated balloon were confirmed. The reported difficulty removing from the guide catheter could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.